Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's blood glucose level was 156 mg/dl and sensor glucose reading was 61 mg/dl. Customer stated that he set the threshold suspend to 70 mg/dl. Customer declined troubleshooting and will call back if further assistance is needed. Customer stated that he has called about this issue before. No additional information provided.